Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part el-1818s2, lot bel190098: release to warehouse date: october 25, 2019. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: upon visual inspection, the implant/staple was found to be loose. The staple was found to be shifted from its original position. The functional testing was performed on the device. The slider was pushed forward to release the staple. However, staple was not able to be released due to loosened condition of the staple. Once the staple was placed on its correct/original position, the releasing mechanism was functioning as intended. Dimensional inspection was not performed due to post manufacturing damage. The relevant drawings were reviewed; no design or discrepancies were observed. The exact cause of the reported condition is unknown, but it is likely that the device was subjected to external forces or inappropriate movements. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lapidus procedure on the foot on (B)(6) 2020, the bme elite implant kit would not deploy. The issue happened when the surgeon went to insert the staple in the bone and the release mechanism was stuck. The holder would not allow the staple to deploy. Another bme elite implant kit was used during the case. The procedure was completed successfully with a 10 minute delay. Patient status and surgical outcome were unknown. This is report 1 of 1 for (B)(4).